Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the catheter was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an arterial catheter kinked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters. Care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.